Event description:
The customer reported the system is tracking to max kv and ma and not producing an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the image intensifier and its power supply. System operates as intended. This MDR is related to ge healthcare complaint.